Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3: device was not returned to manufacturing facility.

Event description:
A copy of the medwatch report from FDA was received, which states, ¿the channel just to the left of the "brain" started beeping, said "channel error", and was unable to be turned off. The only thing infusing through that channel was a kvo / secondary IV medications such as antibiotics, so the patient was not harmed. When the pump + malfunctioning channel was sequestered, it did turn off automatically when all other (functioning) channels were removed or turned off. The patient's vital signs were not affected. All other channels continued to work, although they were either moved to a new functioning pump (vasopressin, propofol) or sent to dirty utility after a new bag of the medication was hung/primed and started through a new channel on the new pump (norepinephrine). The malfunctioning channel + pump were orange-tagged and put in the dirty utility room with the ce ticket # written on the tag." It was reported that the event was at 11:00 am.